Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a cubie failure. A field service engineer assisted the customer in ejecting a failed cubie, b6, located in auxiliary 3.2, using remote support services and the hardware testing application. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie in drawer 3.2 had failed and indicated that maintenance was required when recovery was attempted. The pyxis had been rebooted to determine if it would help, but the cubie remained in a failed state. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.